Event description:
The reporter stated the surgeon inserted and removed a micl12.6mm implantable collamer lens on (B) (6) 2009. The back haptic tore off during insertion into the pt's eye. No widen incision or sutures required. The backup lens was implanted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found a piece of optic and haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B) (4).